Event description:
A malfunction alarm was reported by a customer during pump operation. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the problematic pump, which was still under warranty. The customer confirmed understanding of how to store the pump and agreed to return it using a prepaid label within ten days. In the meantime, the customer planned to use multiple daily injections as a backup insulin therapy.